Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a patient developed a cystic / ¿allergic-type¿ reaction after a scapholunate reconstruction performed with the internalbrace system.